Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Based on the lot 080157 provided for which the DHR resides at (B)(6) facility, the (B)(6) lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no functional issues related to the complaint. Customer complaint cannot be confirmed, based only on the information provided. A CAPA file #(B)(4) was opened to perform a further investigation this issue (this CAPA is owned by (B)(6)). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that there was no oxygen flow from the device. No patient injury reported. The sales person found that the screw thread of the adaptor was damaged.

Manufacturer narrative:
(B)(4). Corrected data: lot# has been corrected to 303157. Expiration date has been corrected to 06/30/2019. The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that there was no oxygen flow from the device. No patient injury reported. The sales person found that the screw thread of the adaptor was damaged.